Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. On an unspecified day and time, the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse returned to the patient¿s room to change the medication container. At that time, the nurse noted the delivery was complete; however, the device did not sound an audible alarm tone during an alarm condition. The device was removed from clinical service. Therapy was resumed with a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, the device intermittently displayed e301 (audio alarm failure) with no audible alarm tone. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received. Testing is not complete. This report represents all the information known by the reporter upon query by hospira personnel.